Event description:
It was reported the patient was unable to increase amplitude on the system. The sjm representative interrogated the system and found many invalid contacts, but was able to program the patient with effective stimulation. A few days later the patient again lost stimulation. Patient reported a fall. X-rays revealed the strain reliefs appeared to have been pulled on. The sjm representative was able to regain coverage with the two valid contacts. Follow-up determined the physician will consider a revision when the patient is complaint with his medication.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.